Manufacturer narrative:
(B)(4). Report source, literature: hwang, j. Et al (2017). Dislocations after use of dual-mobility cups in cementless primary total hip arthroplasty: prospective multicentre series. International orthopaedics, 42(4), 761-767. Doi: 10.1007/s00264-017-3660-6 report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that early cup loosening occurred in two hips following total hip arthroplasty due to technical error. Patients were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.